Event description:
Severe capsular contractions for 18 yrs, developed swollen and red joints, "cracking," twitching, stiff and burning muscles, fatigue, flu-like symptoms, and ms symptoms. Also had a large mass, a calcified bleeding hematoma, removed 10/7/93, that had been in for 27 yrs. Extreme pain, muscle spasms of chest, neck and back, irritable bowel syndrome, heart palpitations, shortness of breath, problems swallowing (scleroderma of esophagus), etc. Illness has disabled rptr (total disability since 87). Forced on welfare. Rptr is still having severe pain that radiates around under left ribcage from nerve damage. Also large swollen gland under right arm pit. Hospitalized 9 times, 3 to 4 surgeries, 5 closed capsulotomies, one open capsulotomy, and more. Implants were removed and sent to lab on 7/18/85.